Event description:
(B)(4).

Manufacturer narrative:
The device was sent to the resmed technical service center in (B)(4) for investigation. A review of the device data confirmed that a system fault was triggered in the device. The investigation determined that the returned device had a faulty nrv valve. This caused the device to not complete its internal self-test in any valve configuration. The nrv valve was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4). Note: this complaint was originally incorrectly assessed as being a "non-reportable" event. During a routine check of complaint records this was detected. This report is being submitted to correct the error.